Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (5 mg/ml at 0.2960 mg/day) via an implanted pump. The patient¿s medical history was noted to be cancer. The indication for pump use was cancer. It was reported that the patient experienced decreased pain relief. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. Xray images were taken and confirmed that the catheter had slipped out of intrathecal space. The catheter was revised. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.